Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, after having two scratched lenses they tested a third through the cartridge and that scratched also. Additional information was requested. There are three medical device reports associated with this report. This is 3 of 3.

Manufacturer narrative:
Additional information was provided in d.4., h.3., h.6. And h.11. The used company cartridge was not returned for evaluation. A photo was provided. The clarity of the photo did not allow for any determination. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The company cartridge was not returned. The mold cavity could not be verified, however according to production records, the company cartridge lot reported for this complaint was molded using the cavity 175 mold tooling at the vendor. As part of an investigation, cartridges from batches manufactured using the cavity 175 mold tool and the corresponding cavity 173 mold tool were observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.